Event description:
Same case as MFR report #: 2134265-2012-01848, 2134265-2012-01905. It was reported that following a stenting treatment procedure, a retroperitoneal bleed, st segment elevations and patient death occurred. Using the femoral approach, the procedure treated the de novo, 80% stenosed, 2.5-3.5x8.0mm target lesion located in the severely calcified and severely tortuous right coronary artery (rca). The lesion was buddy wired using a 300cm choice guide wire and a non-bsc guide wire. Pre-dilation was performed using a non-bsc 2.5x8mm balloon bringing the stenosis down to 50-60%. A non-bsc stent was advanced but could not cross the lesion. A 2.5x12mm ion stent was then implanted in the mid rca and a 3.5x8mm ion stent was implanted in the ostial of the rca. Next the buddy wire was pulled out through the 6f runway guide catheter but the guide catheter deep seated, which bumped the 3.5x8mm ion stent causing proximal to mid stent deformation. The guide catheter was switched out to a al.75 runway guide catheter and the deformed 3.5x8.0 ion stent was covered with a 3.5x12mm ion stent resulting in timi 3 flow. The lesion was post dilated with a 3.5x8mm nc non-bsc balloon at 10 atms for 25 seconds. Everything looked good. Three hours later, the patient started developing lower quadrant pain which was consistent with a retroperitoneal bleed, and at the same time the patient started having st elevations. A CT scan confirmed the retroperitoneal bleed and perforation of the right femoral artery, therefore the patient could not be brought back to the cath lab. The cause of the perforation was felt to be from a non-bsc introducer sheath. The patient died the next morning in the hospital. No autopsy was performed.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).